Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 2017865-2022-05563. Related manufacturer report number 2017865-2022-05562. It was reported that during a follow up in clinic, the patient presented with an infection at the implantation site of the device. A culture was performed and was positive for infection. The physician does not believe the infection was related to the device, leads, or the implant procedure. Medication was administered and the device and leads were explanted and replaced to resolve the event. The patient was in stable condition.